Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported there is a breach in the insulation.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: instrimedics breach on third party insulation the probable root causes are normal wear, user misuse, improper sterilization methods or third party repair insulation. Lot number is unknown; therefore, manufacture date can not be confirmed. (B)(4).

Event description:
It was reported there is a breach in the insulation.